Event description:
It was reported that during a procedure to place a stent in a loop graft, the stent did not deploy. The dr reported that the outer sheath started to pull back, however, none of the fluency was exposed and it would not deploy. The sample was discarded at the facility.